Event description:
It was reported that the right atrial lead had decreased impedance. The lead remains in use. It was also reported that the right ventricular lead had low impedance, high/unstable threshold, intermittent capture, polarity change and pocket stimulation. The lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.